Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.22 ng/ml on a patient. Results (ng/ml): date: (B)(6) 2011: I-stat; time: 13.12; result: 0.22. I-stat; time: 16.03; result: 0.04 (repeat same sample). Vitros; time: 13.47; result: <0.01.

Manufacturer narrative:
(B)(4).